Event description:
Upon reassessment of the reported event, the device was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the device was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 05795.

Event description:
It was reported that the ez pass would not engage the suture kite and the wire was unable to advance or retract the kite. Attempts have been made and additional information on the reported event is unavailable at this time.